Manufacturer narrative:
(B)(4). Manufacturing record review revealed that the batch number showed no deviations. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the left eye, which was explanted in a secondary procedure due to visual disturbances. It was stated that the doctor did not enlarge the incision, and there was no patient injury. No additional information was provided.